Manufacturer narrative:
Multiple attempts to obtain additional details regarding this device have been unsuccessful. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that this 25mm surgically implanted bioprosthetic aortic valve was replaced by a 26mm transcatheter bioprosthetic valve implanted valve-in-valve. The implant duration and specific reason for the valve-in-valve replacement of this surgical valve was not provided.

Manufacturer narrative:
Additional information was received that the valve-in-valve implant was performed due to degeneration of this device. Prior to the v alve-in-valve implant, the patient presented with mild symptoms due to elevated gradients. Following implant, there were no gradients and no regurgitation. (B)(4).